Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported according to mdrif that a (B)(6) old female patient felt pain after moving houses on (B)(6) 2016. The patient self-prescribed ice and heat which resolved the issue. The biolox head was implanted on (B)(6) 2014. Review of received data - implantation surgery report, dated (B)(6) 2014: pre-op diagnosis: left hip osteoarthritis operation: the surgery of the thr on left hip was achieved with success. Cup inclination of 38° and cup anteversion of 30° noted. Soft tissue tension not appeared to be over-tightened. +5 mm leg length gain indicated. Ceramic implants used due to young age of the patient. No abnormalities observed. Follow-up visit, dated sep 8, 2016: reason: left hip pain. X-ray report showed no lucencies, no evidence of osteolysis. Acetabulum well seated with no evidence of loosening or excess pe wear. Tha in good position with no evidence of failure or complication. Impression: patient doing great. Follow-up planned. No product was returned to zimmer biomet for in-depth analysis as the patient is not revised, device still implanted. The compatibility check was performed from (B)(4) and showed that the product combination was approved by zimmer biomet. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: the review of the DHR indicates that the ceramic head met all requirements to perform as intended. The information available at the hand does not hint to any possible root cause for the observed pain. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation as the patient has not been revised. X-rays and other source documents were received, review of them is part of the ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It is reported that a patient was implanted with a biolox delta, ceramic femoral head, s, 36/-3.5, taper 12/14 on (B)(6) 2014. On (B)(6) 2016 patient felt pain after moving home. Patient self-prescribed ice, heat and aleve, which resolved the issue. A revision surgery is not planned, patient is monitored.